Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer plugged the usb cable into the pump, the usb cable burned and became fused with the pump. There was no known impact to the customer's blood glucose. Customer confirmed that an alternate method of insulin delivery was available.